Event description:
(B)(6), home health registered nurse reporting pump malfunction. Home health registered nurse stated error stating pump motor not function and stops working. She changed battery and still not functioning. Home health registered nurse is able to infuse the rest of infusion using the old curlin on hand. Malfunctioned pump sn (B)(6). No missed doses and no adverse event as a result of pump malfunction. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Indications: other inflammatory polyneuropathies; multiple sclerosis; and chronic inflammatory demyelinating polyneuritis. Gamunex-c dosing: infuse 50gm (500ml) intravenously daily for two days every three weeks.